Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis indicated no anomalies were found. The analyst noted the lead was returned with the helix fully retracted and the helix was able to be extended and retracted within specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leads helix would not deploy. The lead was successfully replaced. No patient complications have been reported as a result of this event.